Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician noticed co2 bubbling back into the vagina after the device was deployed. The cavity integrity assessment (cia) test failed. The physician noted that the cia test failed due to a small fundal perforation noted on hysteroscopy. The patient was being monitored and was doing fine.